Event description:
It was reported the insulin pump had several cracks on the battery compartment. No further information reported. Customer's blood glucose was 11mmol/l. No further information reported.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case on display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.